Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an impella cp device was placed through the femoral artery in a patient with myocardial infarction and cardiogenic shock. After placement, minor oozing was noted at the access site following removal of the larger sheath, and this resolved with a brief period of manual pressure. On the following day, the patient required transfusion of fresh frozen plasma due to bleeding attributed to recent cardiac surgery. The clinical team noted that anticoagulation used for device support may have contributed to access-site bleeding. The impella device was later removed, and the patient recovered from the bleeding event.

Manufacturer narrative:
No product was returned. Ppae/ major bleed: the cause of the bleed was unable to be determined as insufficient clinical details were provided. Device passed all post sterile inspection checks.